Event description:
Related manufacturer reference number: 3006705815-2023-08304. It was reported that the patient underwent an unrelated emergency surgical procedure. Patient is unsure if they set both their ipgs into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were successful and the ipgs were able to be recovered. The patient had effective coverage and therapy was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.